Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient did notify their doctor that the device wasn't working, but didn't have the date or remember their weight at the time. There were no circumstances they knew of that led to device not working. The hcp tried to reset the device, but it didn't work. The hcp then put in a suprapubic catheter, which the patient was still wearing and using. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s sister that the device did not work since about a month after implant and has been off. No further complications were reported or are anticipated.